Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis, muscle weakness, crepitus, genu varum deformity, and subchondral sclerosis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain, swelling, stiffness, weakness, and decreased rom secondary to loosening of the tibial tray. Upon entering the joint, the surgeon excised hypertrophic synovium. The surgeon notes the components were well aligned. The tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patient received a competitor revision construct utilizing depuy cement x 2. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Right knee.